Event description:
Prior to a unknown procedure, after installation of the harmonic system 1. Generator, 2. Handpiece, 3. Scissor lcsk5 connected. Self-test, the lcsk5 doesn't work. Instrument fault - reconnection same fault. The next step, they connected a new lcsk5 self-testing - scissor o.k. The instrument wasn't in contact with tissue or other instruments. The error was before starting the procedure. After the report from the customer, tested this scisssor - after connecting, self-test was working, the tip of the blade broke. No mentioned how case was completed. No pt consequence. No device returning.